Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was reading inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 11:00pm she obtained a result of 400mg/dl on the subject meter which she felt was inaccurately high in comparison to an unspecified result obtained on a different verioiq meter. The two tests were performed within 30 minutes of each other. The patient detailed that she does not take any medication to manage her diabetes and continued to follow her usual diabetes management routine in response to the alleged issue. The patient claimed that at 07:00am on (B)(6) 2015, she became unresponsive, cold and wet and stated that at an unspecified time she was treated with a glucagon injection. At the time of troubleshooting the cca noted that the patient followed the correct testing procedure and an approved sample site was used. When the cca walked the patient through a control solution test, the results were in range. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged meter inaccuracy occurred

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter and test strips have been returned on 4/15/2015 and evaluated by lifescan product analysis on (B)(6) 2015 and (B)(6) 2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.